Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was stuck in rewind mode. The customer was trying to prime the insulin pump and it keeps going through the prime loop. The insulin pump received an alarm. The insulin pump was not bumped or dropped. The drive support cap is protruded. Troubleshooting was performed. The insulin pump is returning. The customer's blood sugar is 217 mg/dl.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and off no power test. The device was received with motor error alarm during the basic occlusion test due to loose and protruded drive support disk. We were unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify prime alarm due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.